Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 28-feb-2018 the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: a review of the pump¿s black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment had two cracks. It was also observed that the returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24 hour duration test. No pump reboots were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. During investigation, a cold solder connection observed on transceiver board ground pin. The "ok" keypad button was intermittently responding. The keypad was intact with no tearing or peeling. Removed keypad and it was observed that the "ok" key contact was cracked. The was contamination under all key contacts.